Manufacturer narrative:
Results pending investigation.

Event description:
User reported both lack of response from level decreasing below safe level and rpms not reaching the intended speed. Both could be considered a risk to the patient if they were to recur.

Manufacturer narrative:
Reported issue could not be identified in device system logs. On-site testing of all systems confirm that safeties and systems were working as expected. Users were re-educated on bubble delay settings and systems have since been used successfully.

Event description:
User reported both lack of response from level decreasing below safe level and rpms not reaching the intended speed. Both could be considered a risk to the patient if they were to recur.